Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant"), device dislocation ("informed the device was not position correctly") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2011 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, metabolic syndrome, pid pelvic inflammatory disease, hypertension, menses irregular and menometrorrhagia. Concomitant products included amlodipine in 2017. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urticaria ("hives"), rash ("rashes on ankles and arms"), decreased appetite ("loss of appetite") and gastric disorder ("nervous stomach"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), back pain ("backache"), depression ("depression"), anxiety ("anxidty"), mood swings ("mood swings"), dysgeusia ("metal taste in mouth"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), adnexa uteri pain ("left and right fallopian tubes"), weight decreased ("loss weight") and asthenia ("loss of energy"). The patient was treated with surgery (22mar 2017, (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coil) and surgery ((B)(6) 2017, (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, hypersensitivity, back pain, depression, anxiety, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urticaria, rash, migraine, dysmenorrhoea, dyspareunia, fatigue, weight increased, decreased appetite and adnexa uteri pain outcome was unknown and the headache, nausea, dysgeusia, weight decreased and asthenia had resolved. The reporter considered adnexa uteri pain, anxiety, asthenia, back pain, decreased appetite, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, rash, urticaria, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she had the need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram (hsg) on (B)(6) 2013: that her tubes are blocked and I have half of a right fallopian tube and the left one is blocked. Impression: essure devices have been removed and both fallopian tubes are occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormally heavy menstrual bleeding . Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records were received. Events per pfs: informed the device was not position correctly, mood swings, hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), metal taste in mouth, hives, rashes on ankles and arms, migraines, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, loss of appetite, nervous stomach, left and right fallopian tubes, loss weight and loss of energy. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant / piece of the essure was still in my left fallopian tube'), device dislocation ('informed the device was not position correctly') and perforation ('perforation') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: hysterosalpingogram (hsg) on (B)(6) 2013: that her tubes are blocked and I have half of a right fallopian tube and the left one is blocked. Impression: essure devices have been removed and both fallopian tubes are occluded. Previously administered products included for birth control: mirena from 2011 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, metabolic syndrome, pid pelvic inflammatory disease, hypertension, menses irregular, menometrorrhagia, complication associated with device, light periods, polycystic ovarian syndrome and mood disorder. Concomitant products included amlodipine in 2017 and ibuprofen since 2013. In 2013, the patient experienced back pain ("backache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metal taste in mouth"), urticaria ("hives") with rash, dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), decreased appetite ("loss of appetite"), gastric disorder ("nervous stomach") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxidty"), adnexa uteri pain ("pain :left and right fallopian tubes"), asthenia ("loss of energy") and perforation (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2017, (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coil and (B)(6) 2017, (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, hypersensitivity, back pain, depression, anxiety, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urticaria, migraine, dysmenorrhoea, dyspareunia, decreased appetite, adnexa uteri pain, allergy to metals and perforation outcome was unknown and the headache, nausea, dysgeusia, fatigue, weight increased and asthenia had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, asthenia, back pain, decreased appetite, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, perforation, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery ( second surgery because of a piece of the essure was still in left fallopian tube) discrepancy in essure explant date: (B)(6) 2017 and (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormally heavy menstrual bleeding, nausea, fatigue. Most recent follow-up information incorporated above includes: on 24-feb-2020: pif received. New event perforation was added. Rcc was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant / piece of the essure was still in my left fallopian tube'), device dislocation ('informed the device was not position correctly') and genital haemorrhage ('abnormal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *hysterosalpingogram (hsg) on (B)(6) 2013: that her tubes are blocked and I have half of a right fallopian tube and the left one is blocked. Impression: essure devices have been removed and both fallopian tubes are occluded. Previously administered products included for birth control: mirena from 2011 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, metabolic syndrome, pid pelvic inflammatory disease, hypertension, menses irregular, menometrorrhagia, complication associated with device, light periods, polycystic ovarian syndrome and mood disorder. Concomitant products included amlodipine in 2017 and ibuprofen since 2013. In 2013, the patient experienced back pain ("backache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metal taste in mouth"), urticaria ("hives") with rash, dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), decreased appetite ("loss of appetite"), gastric disorder ("nervous stomach") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxidty"), adnexa uteri pain ("pain :left and right fallopian tubes") and asthenia ("loss of energy"). The patient was treated with surgery ((B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coil and (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, hypersensitivity, back pain, depression, anxiety, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urticaria, migraine, dysmenorrhoea, dyspareunia, decreased appetite, adnexa uteri pain and allergy to metals outcome was unknown and the headache, nausea, dysgeusia, fatigue, weight increased and asthenia had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, asthenia, back pain, decreased appetite, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery ( second surgery because of a piece of the essure was still in left fallopian tube) . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormally heavy menstrual bleeding, nausea, fatigue. Most recent follow-up information incorporated above includes: on 16-oct-2019: pfs received. New event nickel allergy was added. Onset date of the events were added: mood swings, device breakage, metal taste in mouth, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), back pain, fatigue and weight gain. Outcome of the events weight gain and fatigue were changed to recovered from unknown. Reporter information, medical history and concomitant drug were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant / piece of the essure was still in my left fallopian tube'), device dislocation ('informed the device was not position correctly') and perforation ('perforation') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *hysterosalpingogram (hsg) on (B)(6) 2013: that her tubes are blocked and I have half of a right fallopian tube and the left one is blocked. Impression: essure devices have been removed and both fallopian tubes are occluded. Previously administered products included for birth control: mirena from 2011 to 2012. Past adverse reactions to the above products included adverse drug reaction with mirena. Concurrent conditions included overweight, metabolic syndrome, pid pelvic inflammatory disease, hypertension, menses irregular, menometrorrhagia, complication associated with device, light periods, polycystic ovarian syndrome and mood disorder. Concomitant products included amlodipine in 2017 and ibuprofen since 2013. In 2013, the patient experienced back pain ("backache") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced nausea ("nausea"), mood swings ("mood swings"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("metal taste in mouth"), urticaria ("hives") with rash, dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), decreased appetite ("loss of appetite"), gastric disorder ("nervous stomach") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). In 2015, the patient experienced headache ("headaches") and migraine ("migraines"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, 3 years 7 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain, genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), depression ("depression"), anxiety ("anxidty"), adnexa uteri pain ("pain :left and right fallopian tubes"), asthenia ("loss of energy") and perforation (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2017, (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coil and (B)(6) 2017, (B)(6) 2017 left salpingectomy and right partial salpingectomy, surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, hypersensitivity, back pain, depression, anxiety, mood swings, hot flush, vaginal haemorrhage, menorrhagia, urticaria, migraine, dysmenorrhoea, dyspareunia, decreased appetite, adnexa uteri pain, allergy to metals and perforation outcome was unknown and the headache, nausea, dysgeusia, fatigue, weight increased and asthenia had resolved. The reporter considered adnexa uteri pain, allergy to metals, anxiety, asthenia, back pain, decreased appetite, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastric disorder, genital haemorrhage, headache, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nausea, perforation, urticaria, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had the need for additional surgery ( second surgery because of a piece of the essure was still in left fallopian tube) discrepancy in essure explant date: (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abnormally heavy menstrual bleeding, nausea, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reactions"), back pain ("backache"), headache ("headaches"), nausea ("nausea"), depression ("depression") and anxiety ("anxidty"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, genital haemorrhage, hypersensitivity, back pain, headache, nausea, depression and anxiety outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, genital haemorrhage, headache, hypersensitivity and nausea to be related to essure. The reporter commented: she had the need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.